Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 09/17/2015 belt 01/07/2016

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Review of the download data indicates the patient received five appropriate treatments and one inappropriate treatment in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. Per the continuous ECG recording, the device was started up at 09:36:56 on (B)(6) 2021. An arrhythmia was detected at 19:46:30 while the patient was in vf. The patient received the first appropriate treatment at 19:47:05. The patient's rhythm at the time of treatment was vf and the patient's post-shock rhythm was sinus bradycardia at 40 bpm with pvc's. An arrhythmia was detected while the patient was in vf at 19:56:27. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery. It was not reported who was pressing the response buttons. The patient received the second appropriate treatment at 19:57:36. The patient's rhythm at the time of treatment was vf and the patient's post-shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient received the third appropriate treatment at 19:58:14. The patient's rhythm at the time of treatment was vt at 230 bpm and the post-shock rhythm was severe bradycardia at 10 bpm with pvc's. The patient received the fourth appropriate treatment at 22:10:01. The patient's rhythm at the time of treatment was vf and the patient's post-shock rhythm was asystole for 30 seconds, which transitioned to bradycardia at 20 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient received the fifth appropriate treatment at 22:20:46. The patient's rhythm at the time of treatment was vf and the patient's post-shock rhythm was an idioventricular rhythm at 10 bpm. The patient received the inappropriate treatment at 22:22:01. The patient's rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The patient's post-shock rhythm was severe bradycardia/sinus bradycardia from 10 to 30 bpm. The patient was in asystole with intermittent cardiac activity from 22:24:10 until the electrode belt disconnection at 22:35:50 on (B)(6) 2021. It was not reported who disconnected the electrode belt. The patient passed away on (B)(6) 2021.